Event description:
It was reported that the customer stated that her insulin pump delivers insulin and sometimes it does not. The customer stated that her blood glucose levels had been as high as 600 mg/dl. The customer's blood glucose at the time of the call was 490 mg/dl. The customer stated that she has not received any alarms. The customer stated that the she changed the infusion set twice, ran the self test and the insulin pump seemed to be fine. The customer bolus five units of insulin and saw nothing come out. The customer was unable to troubleshoot the absence of no delivery alarms. Nothing further reported.

Manufacturer narrative:
Pump passed functional test including prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No cosmetic damage noted on pump. Several boluses were programmed and delivered properly. Boluses recorded properly in bolus history. Units left in reservoir matched units left on status screen.